Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment ,clip deployment difficulty, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was steering down to the mitral valve and the clip was opened while in the left ventricle when the clip became stuck in the chordae. The clip could not be freed; however, the clip was able to grasp both leaflets. It was noted that due to tension from attempting to free the clip, clip deployment was difficulty, but the clip was ultimately deployed in the intended location with standard troubleshooting. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported clip caught on chordae appears to be due to procedure conditions. The reported difficult clip deployment was due to clip caught on chordae. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.